Event description:
It was reported that several patients in a peritoneal dialysis (pd) clinic were diagnosed with peritonitis over a short period of time. The clinic was inquiring if other clinics had an uptick in infection rates as these patients were known to be compliant with aseptic technique procedures. It was reported that this pd patient underwent a pd catheter replacement on (B)(6) 2025. The patient was seen in the pd clinic on (B)(6) 2025 to have the pd catheter flushed. The patient was completing in-center hemodialysis (ichd) and not pd therapy, but it was policy to have the pd catheter flushed once per week while on hd. When the patient came to the clinic on (B)(6) 20025, the pd fluid from the flush was cloudy. A pd culture was obtained. The patient¿s white blood cell (wbc) count was checked. It was 187 with 48% pmn cells. The patient was diagnosed with peritonitis. The patient was instructed to return to the clinic on (B)(6) 2025 for a re-check. The wbc count was 132 with 51% pmn cells. The patient started on antibiotics with intravenous (IV) fortaz 1g 3 times per week during hd treatments for 2 weeks. The culture resulted in no growth. The patient¿s event was categorized as sterile peritonitis. The patient was administered antibiotics with ancef 2g (route unknown) prior to the pd catheter replacement procedure. It is suspected that the peritonitis event is a result of the pd catheter replacement surgery. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".